Event description:
It was reported that the right atrial lead exhibited high capture threshold and p wave amplitude variation. Upon review, it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and sensing p-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported events of high capture threshold and sensing p-wave amplitude variation were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. The measured full helix extension length was within specification.